Manufacturer narrative:
Reference record: (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of use of device .if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017 the patient was transferred to hospital due to aspiration pneumonia. The patient was treated with unacid antibiotic.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient had been treated from aspiration pneumonia on (B)(6) 2017. On (B)(6) 2017 the patient died in the nursing home, the physician reported the cause of death of aspiration pneumonia. No autopsy was performed